Manufacturer narrative:
On 02/22/2016 03:26 pm (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Cs-cpl-2016-00077; (B)(6)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wire separated from the jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history the device was returned to the factory for evaluation. A visual inspection was conducted. Signs of blood and clinical use were observed. The heater wire was deformed away from the hot jaw and remained attached at the base and the tip of the jaws. Based on the condition of the device as returned, the reported complaint was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wire separated from the jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.